Event description:
A report was received that the patient had pain at the lead extension site. The patient underwent revision procedure and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.